Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A review of the event history log identified 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corroded battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly loses power with movement, battery/power supply and contact pins are ok. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.